Event description:
A female pt reported experiencing fusarium keratitis while using renu with moistureloc multi-purpose solution. In 2006, the pt felt a burning sensation in her left eye and rinsed her contact lens with the solution. That night, she went to the hospital for a scratched cornea. She was sent home with unspecified medicine. The following day, she saw her eye care professional who confirmed that her cornea was scratched. On 4/5/06, the pt's eye care professional referred the pt to another physician since her symptoms were not getting better. This physician swabbed her eye to take cultures. The pt was on three unspecified eye drops taken every half an hour for seven days and was experiencing pain. Six days later, she was diagnosed with fusarium keratitis. According to the physician and as of six days later, the pt was being treated with natamycin and was still undergoing treatment.